Event description:
It was reported that there was an alert for an out of range pace impedance that was greater than 3000 ohms, for this right ventricular (rv) lead. After the alert, myopotential noise was seen and not oversensed. During lead testing rv impedance measurements were 2829, 2851, and 2923 ohms. Additionally, there was a higher pacing threshold of 4 volts at 0.4 milliseconds. The health care professional was going to review with the physician that they were considering programming the device to unipolar pace, bipolar sense, and continue to monitor for worsening noise. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.